Manufacturer narrative:
The remote service engineer (rse) checked the audio settings and saw that audio was set to play out of the display as opposed to the speaker. The rse was unable to determine why the audio settings were incorrect.

Event description:
The customer reported that their philips information center ix (pic ix) overview station was not audibly alarming. The device was in use on a patient. There was no report of patient or user harm.